Manufacturer narrative:
Citation: goel, v., patwardhan, a. M., ibrahim, m., shankar, h., schultz, d. Indented intrathecal drug delivery system with loss of reservoir volume. American society of regional anesthesia & pain medicine. 2019; 0:1-3. Please note that this date is based off the date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Summary: in this study, they report that two patients, who underwent elective revision surgery, were found to have reduced reservoir volumes and indented bottom shield of intrathecal drug delivery system (idds). Reported event: a (B)(6)-year-old woman had an idds implanted for chronic low back pain secondary to failed back surgery syndrome. The reservoir volume was found to be reduced to 15 cc of medication from 20 cc during the seventh year of therapy. There was a report of a fall. Routine reservoir exchange at the end of battery life revealed that the bottom shield of the reservoir was indented.